Event description:
It was reported via repair work order that the power cord sheathing was damaged and the inner conductors in the cord were exposed. It was further reported nurse call was not functional due to a missing communication cord and the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was also inaccurate due to faulty load cell.

Event description:
It was reported via repair work order that the power cord sheathing was damaged and the inner conductors in the cord were exposed. It was further reported nurse call was not functional due to a missing communication cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.